Event description:
Related manufacturer reference number: 1627487-2022-05449. It was reported the patient is experiencing ineffective therapy. As a result, surgery may take place in the future.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.